Event description:
This spontaneous report of a device mix-up with another article is being submitted as a 10-day report. Information was received from a healthcare professional regarding a female patient who was prescribed restylane injectable gel (injectable dermal filler) for treatment of vocal cord paralysis and for lip augmentation. Medical history included graves' disease. Concomitant medications included synthroid (levothyroxine). In 2007, an operating room technician inadvertently mistook a promotional gel cold pack that was imprinted with the brand name "restylane" for restylane injectable gel and withdrew the contents dispensing error). A total of 0.4 cc of the cold pack contents was injected into the patient's lips, and 0.5 cc was injected into the patient's vocal cords by the treating physician (wrong drug administered). In 2007, the patient was hospitalized for observation and was treated with unspecified antibiotics. Blood electrolytes remained within normal limits (results and reference ranges not provided). On the next day, the patient was discharged on unspecified antibiotic therapy. On an unspecified date, the patient developed a blue hue in the area above her lip (skin discolouration). As of four days later, the blue hue persisted. Manufacturer's comment: vocal cord paralysis is not an approved indication for restylane use.